Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number jjq415, and no non-conformances were identified. Investigation summary: nine unopened samples of product code m8706, lot jjq415 were returned for analysis. The product code is multi strand and required four strands double armed per packet. During the visual inspection of nine samples, no defects were found on the packages. The samples were opened, and all contains four strands double armed. The swage and attachment area of the needles were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements. Attempts are being made to obtain the following information: please provide the month for the event date; only the day and year were provided.

Event description:
It was reported that the patient underwent a vascular procedure on an unknown date and suture was used. During the procedure, the needle popped off the suture while the vascular doctor was in the middle of anastomoses. The surgeon had to restart the entire portion of the procedure to complete it. The procedure was delayed for an unknown period. It is unknown if a similar device was used. The procedure was completed successfully. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please provide the month for the event date; only the day and year were provided. July.